Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that patient had "kinked her line" while brushing her teeth and that the pump did not alarm when the line was occluded and then her central line "exploded". The initial reporter stated that there was no current issue, but were reporting an issue that occurred 14 months ago. They stated that the patient had to have the central line replaced, but was not hospitalized for the complaint incident itself. Because of the length of time between the complaint and when it was reported, the pump and it's history are unavailable for investigation. Mmd did review complaint records and found no previous reports of the incident. The complaint was also reviewed with members of mmd clinical team, and the reported failure to alarm and the central line appear to be unrelated. Mmdg did follow up with the initial reporter and they stated that there was not a current issue and that the patient was fully recovered. [Complaint-2024-5780]